Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Is this a single device that was reprocessed and reused on a patient: additional information provided. Device evaluated by MFR: part: 03.501.080; lot: l546070; manufacturing site: hägendorf; release to warehouse date: december 14, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Complaint is confirmed as we are able to confirm complaint description (broken instrument) based on the received pictures. Received information and part forwarded to sustaining engineering for evaluation. In this none-manufacturing investigation, no design issue has been identified which led to the device intra operative failure. It is likely that the instrument at the customer site or reprocessing site was propped or hit by another object which caused the cutting feature breakage. However, product development cannot exclude a raw-material root cause for the component failure. Therefore, this non-manufacturing investigation can only be closed by sustaining engineering as inconclusive regarding a design related root cause. Corrected data: manufacturer contact; patient codes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the trigger of the second standby device got stuck while tensioning and had to release the trigger manually.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Partial lot 03501080. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a coronary artery bypass grafting (CABG) procedure on (B)(6) 2019. During the surgery, the metal near the cutter tip of an application instrument for sternal zipfix has chipped off after using it multiple times and zipfix cutting action cannot be done. Thus, the surgeon used a standby device to tighten the zipfix bands. There was a surgical delay of 10 minutes. Procedure and patient outcome are unknown. Concomitant medical products: unknown sternal zipfix (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).